Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) male patient was receiving adjust belt and check therapy electrode alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt, check therapy electrode alarms) has been confirmed. Upon investigation the white pulse wire was found to be open in the trunk cable insulation, causing the reported alarms. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable section. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.